Event description:
Patient reported left side "leaked" and "suspected extracapsular rupture with at least 3 silicone-laden lymph nodes in the left axilla, and 2 silicone granulomas in the upper outer quadrant" and¿ suspected rupture left side + lymph nodes with silicone (snowstorm signs)¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration, lymphadenopathy and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, granuloma.